Event description:
It was reported to adac that, when digitizing a brachytherapy case using orthogonal films, the user noticed that the "z" coordinant of the point on the lateral view appeared to be incorrect. A hand calculation by the customer showed a dose error to this point. The "ap" and lateral film magnifications were different. The concern is that the issue could result in the pt being mistreated. No injury was reported as a result of this issue.